Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found error code 41860. During the functional testing, the pump worked without any problems and did not display any alarms. The customer reported problem was unable to be duplicated. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number. The manufacturer representative replaced the mainboard.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump gives an overfill alarm during use. There was unknown patient involvement.